Manufacturer narrative:
(B)(4). The incident sample has not been received for evaluation and is not expected to be returned. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
During a retrospective review of a journal article, an unknown ligasure device was utilized in a colon resection at some point between 2006-2011. The patient was found to have device related bleeding. To treat the bleeding in this patient another device was used to seal the tissue. The patient was discharged from the hospital after recovery.